Event description:
The reporter stated the cannulated measurer screwdriver broke during a surgical procedure. The surgical procedure was prolonged. Integra has requested additional clinical info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.